Event description:
The customer reported hydrogen peroxide contact after removing load items from a completed cycle. The customer reported a burning sensation and skin discoloration to her left thumb. The customer ran the contact site under water for three to five minutes. The customer did not see a doctor or require medical attention. The asp field service engineer assessed the unit and did not find any issues.